Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for failed back surgery syndrome. It was reported that 6-7 months ago, the patient had been a motor vehicle accident and since then the area right underneath the ins started getting tender. The patient informed her healthcare professional (hcp) about the issue and they told her not to worry about it, the patient stated the tenderness continued. The patient reported that about a month ago, the tenderness became worse and the area was also a little warm. The patient also stated that she felt like she was getting shocks every now and again from the ins down to half of her thigh. She stated she told her hcp about that. It was noted that the patient programmer showed the stimulation to be on. The patient stated she could not go any higher on her stimulation but could go lower. She was instructed to change the stimulation but this did not resolve the issue. The patient was to contact her healthcare professional. Follow-up was conducted.